Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text: device remains in patient body.

Event description:
Ansm reported that: "patient operated on (B)(6) 2021 for arthrodesis of the 4th left toe, using a smart toe centromedullary implant. Size 15. Subsequently, the arthrodesis did not consolidate. The implant failed. It was therefore necessary to consider to perform a new arthrodesis, remove the implant and use a new toe grip centromedullary implant." (Event covered under another complaint MFR report#: 0008031020-2023-00439). "The surgeon operated on the patient on (B)(6) 2023. It was totally impossible to remove the smart toe, even by releasing the proximal close. The 2 phalanges would have had to be "split open". Patient's current condition: arthrodesis had to be performed with another device. Actions taken in the care facility to manage the patient: the surgeon left the smart toe implant in place and performed arthrodesis using 2 crossed pins, one pin positioned above the implant, one pin positioned below the implant. The pins were inserted under scopic control, and the patient had to keep them in place for 6 weeks."

Manufacturer narrative:
The reported event could not be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Ansm reported that: "patient operated on (B)(6) 2021 for arthrodesis of the 4th left toe, using a smart toe centromedullary implant. Size 15. Subsequently, the arthrodesis did not consolidate. The implant failed. It was therefore necessary to consider to perform a new arthrodesis, remove the implant and use a new toe grip centromedullary implant." (Event covered under another complaint MFR report # 0008031020-2023-00439). "The surgeon operated on the patient on (B)(6) 2023. It was totally impossible to remove the smart toe, even by releasing the proximal close. The 2 phalanges would have had to be "split open". Patient's current condition: arthrodesis had to be performed with another device. Actions taken in the care facility to manage the patient: the surgeon left the smart toe implant in place and performed arthrodesis using 2 crossed pins, one pin positioned above the implant, one pin positioned below the implant. The pins were inserted under scopic control, and the patient had to keep them in place for 6 weeks."